Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, 75% stenosed left anterior descending artery. After deployment of a non-abbott stent a perforation was observed. The 2.80x16 mm graftmaster stent was delivered for treatment; however, it would not cross. Blood was observed to be coming into the distal shaft of the delivery system catheter. The graftmaster was retracted and a new graftmaster was used successfully for treatment of the perforation. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: launcher; stent: nobori. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. The reported failure to advance (cross) could not be confirmed / replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.